Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately eight years post-implantation, the patient experienced pain and high metal ions. Imaging showed cortical thickening and sclerosis adjacent to the stem. No known intervention or treatment. It was reported that no further information is available.